Manufacturer narrative:
(B) (4)a response from the manufacturer is pending. Device remains implanted.

Event description:
During a routine follow-up interrogation, a message was displayed stating that the events holter was not available and the session was abruptly ended. The stored episodes could not be viewed. The files from the programmer were sent for review. The device remains implanted.

Event description:
During a routine follow-up interrogation, a message was displayed stating that the events holter was not available and the session was abruptly ended. The stored episodes could not be viewed. The files from the programmer were sent for review. The device remains implanted.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. (B)(4). Since the device remains implanted, the files from the programmer were reviewed. The reported event is due to a programmer software anomaly resulting in the arrhythmia episodes unviewable. The missing episodes were extracted from the programmer files and will be sent to the complainants for review. There is no patient safety issue and the device can remain implanted. Device remains implanted.